Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device was missing the tension spring. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not made available for evaluation.